Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. Two photographs were provided which showed no damage to the product and no leakage. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a leak was observed in the blue cover (part that attaches to the pump) during preparation check. The tubing was removed from the bag. Per the reporter, there were no adverse patient effects.